Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software) and carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. Unit passed the displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. During download history review no relevant alarms confirm in download history files to confirm reason code. Unit was programmed with test guardian 3 link with test plug simulator, transferring correct bg to pump. Unit communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. No sensor or meter anomalies were noted. Pump wireless feature connection is working as design. Suspend on low feature was activated and monitored. Suspend on low alert was on display successfully. The following cosmetic damages were noted: keypad overlay texture damage, stained keypad overlay, cracked keypad overlay, partially broken retainer, serial number label missing, cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case (battery tube), scratched case, and pillowing keypad overlay. In conclusion, customer allegations for suspend on low feature were not confirmed during testing. Unit alert was on display successfully. For additional information regarding the tests performed refer to (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the suspend before low feature is not working. Multiple suspension failures resulting in hypoglycemic episodes. The event involved product(s) mmt-1884, mmt-213a, and mmt-332a. Troubleshooting was not performed for the low blood glucose. No further patient complications were reported. No product return is required for mmt-1884, mmt-213a, and mmt-332a.